Event description:
It was reported that the patient had their artificial bowel sphincter pump and balloon removed and replaced due to fluid loss. It was also reported that there was an "empty balloon" and a "dirty pump". No patient complications have been reported in relation to this event.